Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. An impedance increase occurred. 345,083 high impedance paces noted post ventricular lead warning on (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that there was a lead warning and there was a "probable" lead fracture. It was also reported that the lead was oversensing and there was sensing difficulty; had undefined, increasing, and high impedance; had intermittent and no capture; and had high thresholds. There was a report that the device may have a possible performance issue due to a fall. The lead was capped and replaced and the device was explanted and replaced. No patient complications were reported as a result of this event.